Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix bent. The helix was over rotated and fractured the distal conductor at 1.5 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the low voltage lead the fixation was poor and the thresholds were high therefore repositioning was attempted. The physician experienced difficulty retracting the lead however the lead was successfully explanted and replaced. No patient complications have been reported as a result of this event.